Manufacturer narrative:
The insulin pump alarmed an error during the prime test due to faulty force sensor resistor. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 96 mg/dl. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.